Event description:
It was reported in clinic that the patient's implantable cardioverter defibrillator (ICD) was discovered in backup vvi operation. The physician explanted and replaced the ICD due to low battery status and end of service. The patient was in stable condition.